Manufacturer narrative:
The device was again re-evaluated, and the service engineer (se) confirmed that there was a misalignment in the touch position. Once again, the device was not repaired at the customer's request; no further actions were performed by the philips se, regarding the event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E:(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touch panel that failed. There was no patient involvement when the issue occurred. No patient or user harm reported. Investigation is ongoing

Manufacturer narrative:
The device was evaluated, and the service engineer (se) confirmed that there was a misalignment in the touch position. The se noted that the touchscreen required replacement. The device was not repaired and was returned to the customer. If additional information is received the complaint file will be reopened.